Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure. According to the complainant, the brush would not retract into the sheath when the handle was actuated. It was then noted that the device was lodged in the scope; therefore, the scope and brush were removed from the patient together. The device was removed from the scope and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found several kinks along the working length. The brush, which was bent, had been cut off the distal end. Resistance was encountered during attempts to actuate the device, which is likely due to the kinks found in the working length. The condition of the returned device was consistent with the complaint that the brush was difficult to retract; however, the complaint that the device became stuck in the scope could not be confirmed. It is likely that the brush was not fully retracted into the sheath when it was inserted into the scope, which would cause the brush to bend during advancement. Subsequent efforts to advance the device through the scope can cause the working length to kink, which, coupled with the bent brush, can ultimately hinder device retraction. It is likely that the customer cut off the brush to facilitate device removal from the scope. Therefore, the most probable root cause of the identified defects is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure. According to the complainant, the brush would not retract into the sheath when the handle was actuated. It was then noted that the device was lodged in the scope; therefore, the scope and brush were removed from the patient together. The device was removed from the scope and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.